Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during planned preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold check. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Due to character limit in the e1 section, the full event site telephone is +011(044)01253957927. Corrected fields: h6- medical device problem code. Updated fields: b4, d8, d9, e1- event site telephone, g1- contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code, and h11. A getinge field service engineer (fse) investigated the customer's complaint confirmed failing drive manifold assembly. Replaced drive manifold assembly. Check passes ok now.

Event description:
N/a